Manufacturer narrative:
The device was not received for evaluation. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The device meets requirements for electrical and safety standards as outlined in the user guide. Per the user guide, proper electrical hookup in full compliance with all applicable codes and device specifications must be maintained. UDI: (B)(4).

Event description:
A report was received on 18 dec 2024 from a 37 year old male patient with a medical history including diabetes and end stage renal disease, who stated the pure flow system caught fire after a cartridge fluid leak during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 19 dec 2024 from the home therapy nurse (htn) who confirmed there was no adverse impact to the patient or user.